Manufacturer narrative:
Unknown manufacturer: (B)(4). The customer's address is unknown. (B)(6) USA has been used as a default. Investigation summary: as no physical sample, material and/or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the limited investigation results, a cause for the reported incident could not be determined. Rationale: CAPA is not required at this time.

Event description:
It was reported that unspecified bd¿ IV catheter was damaged. The following information was provided by the initial reporter: (B)(6) 2021. I had a piv become non-functional during induction on my first case.